Event description:
On (B)(6) 2014, a customer reported an unexpectedly abo mistype result when testing with a galileo neo instrument on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014. The review of the well images was consistent with the galileo neo interpretation. No patient sample or customer product was returned to immucor for immucor investigation.